Event description:
A cochlear implant failed to deploy a specific electrode during implantation. The mechanism to deploy the electrode failed. The implant was then taken out of the patient and a new cochlear implant was used. The mechanism on the second cochlear implant deployed as normal.